Event description:
(B)(4). I have severe pain in my joints I have severe pain during my menstrual I have vitamin deficiencies I have severe allergies severe headaches two periods a month painful during intercourse.